Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Device lot number not provided/unknown. Reporter's email not provided/unknown. Device not returned.

Event description:
It was reported that the driver (iipdts) became stuck in the implant. The procedure was completed with the same implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Entered evaluation codes.